Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl. The blood sugar was running higher than normal and it has been up to the 200 mg/dl and 250 mg/dl range and today¿s blood glucose was over 400 mg/dl. Based on customer report customer does not allege pump was under delivering. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.